Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Patient reported "device rupture".

Manufacturer narrative:
Clarification to h.10. Related report numbers: it has been identified that this record, mrn 9617229-2024-22359, is a duplicate of mrn 9617229-2024-24932. Please see mrn 9617229-2024-24932 for reportable events.

Event description:
It has been identified that this record, mrn 9617229-2024-22359, is a duplicate of mrn 9617229-2024-24932. Please see mrn 9617229-2024-24932 for reportable events.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and granuloma.

Event description:
Patient reported implant dislocation, capsular contracture baker grade iii and siliconoma diagnosed by ultrasound. Device remains implanted. This relates to the left side.